Event description:
During routine testing of the device at the service center, the service tech reported, the front cover housing was broken. No other details regarding the nature of the event were provided. This calibrator was originally returned for a "cfob" error message. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.